Manufacturer narrative:
Common device name: fge catheter, biliary, diagnostic.

Event description:
Gromski 2020 ¿ off label use gromski, 2020, unknown clso: "a rare complication of ercp: duodenal perforation due to biliary stent migration". Perforating stent was a plastic biliary stent in 10 cases (91 %), with the proximal end of the stent terminating in an intrahepatic duct in nine cases and the common hepatic duct in one case at the time of stent placement. Plastic biliary stents used had a bend factory-groomed in the middle of the stent (I. E., cotton-leung biliary stent [cook medical, bloomington, indiana, united states]). Of the nine intrahepatic stents causing perforation, eight (89 %) had no documentation of being manually groomed to conform to the trajectory of the intrahepatic ducts. However, in this retrospective review, it remains possible that stent grooming may have taken place but was simply not mentioned by the endoscopist in the ercp procedure report. Patient #2 had a plastic stent placed which had been manually groomed (off label use). The migtrated stent and perforton was treated by stent removal, nasoduodenal suction and bowel rest percutaneous drain for abdominal abscess. This file will capture 1 stent which migrated causing perforation and off label use of being manually groomed.